Manufacturer narrative:
This follow up corrected report is being submitted to correct the aware date. Additionally, the product serial number has been removed as the serial number was incorrect on the previously submitted initial report. The local area sales representative was contacted for the correct serial number. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the associated pulse generator implanted in this patient exhibited in abnormal decrease in remaining longevity. Boston scientific technical services (ts) was consulted, and review of the device data and memory identified the presence of a higher-than-normal current drain condition. Additionally, several instances of noise on the atrial channel were recorded which resulted in the inability to obtain impedance measurements. The device battery and lead impedance and noise issues are consistent with an anomaly in one of the integrated circuits. System replacement was recommended. The caller inquired if the replacement procedure could wait for two weeks. The ts consultant stated the power consumption is unpredictable so there is no guarantee the device will last until then. The consultant emphasized the need for lead testing when the device is explanted. The pulse generator and this atrial lead were explanted. A competitive replacement system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed twists in the lead body approximately 55-185mm from the terminal end. Additionally, an x-ray identified signs of corrosion at the distal tip (helix) and coupler region. Evidence indicates that an anomaly with the associated accolade's custom ic component resulted in a constant current being delivered from the device to this lead. This constant current contributed to the reported clinical observations.

Event description:
It was reported that the associated pulse generator implanted in this patient exhibited in abnormal decrease in remaining longevity. Boston scientific technical services (ts) was consulted, and review of the device data and memory identified the presence of a higher-than-normal current drain condition. Additionally, several instances of noise on the atrial channel were recorded which resulted in the inability to obtain impedance measurements. The device battery and lead impedance and noise issues are consistent with an anomaly in one of the integrated circuits. System replacement was recommended. The caller inquired if the replacement procedure could wait for two weeks. The ts consultant stated the power consumption is unpredictable so there is no guarantee the device will last until then. The consultant emphasized the need for lead testing when the device is explanted. The pulse generator and this atrial lead were explanted. A competitive replacement system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the product serial number. Additionally, the product has been returned and is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that the associated pulse generator implanted in this patient exhibited in abnormal decrease in remaining longevity. Boston scientific technical services (ts) was consulted, and review of the device data and memory identified the presence of a higher-than-normal current drain condition. Additionally, several instances of noise on the atrial channel were recorded which resulted in the inability to obtain impedance measurements. The device battery and lead impedance and noise issues are consistent with an anomaly in one of the integrated circuits. System replacement was recommended. The caller inquired if the replacement procedure could wait for two weeks. The ts consultant stated the power consumption is unpredictable so there is no guarantee the device will last until then. The consultant emphasized the need for lead testing when the device is explanted. The pulse generator and this atrial lead were explanted. A competitive replacement system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the associated pulse generator implanted in this patient exhibited in abnormal decrease in remaining longevity. Boston scientific technical services (ts) was consulted, and review of the device data and memory identified the presence of a higher-than-normal current drain condition. Additionally, several instances of noise on the atrial channel were recorded which resulted in the inability to obtain impedance measurements. The device battery and lead impedance and noise issues are consistent with an anomaly in one of the integrated circuits. System replacement was recommended. The caller inquired if the replacement procedure could wait for two weeks. The ts consultant stated the power consumption is unpredictable so there is no guarantee the device will last until then. The consultant emphasized the need for lead testing when the device is explanted. The pulse generator and this atrial lead were explanted. A competitive replacement system was implanted. No additional adverse patient effects were reported.